Event description:
The manufacturer received information alleging a trilogy 100 circuit disconnect alarm, which was set to 5 seconds did not sound when the circuit was detached from the patient to perform suctioning. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. It was confirmed that the circuit disconnect alarm functions and works properly. An error code was recorded in the downloaded error log after the date of the event. The following parts were replaced as preventive maintenance: exhaust fan assembly, 43-micron filter. The device passed all testing.